Event description:
It was reported the stent would not deploy during an iliac crest procedure. The physician was using the trigger method. Another luminexx stent was used without difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation as it was discarded by the user facility. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.